Event description:
The patient was revised due to persisting pain. The implant was revised with another implant plus additional pedical fixation. Per the physician, the patient is doing well.

Manufacturer narrative:
Investigation in process.